Manufacturer narrative:
As can be observed the end portion of the tip has been fractured off with the missing fragment size being approximately 1.25 inches in length as had been reported. The fracture area appears consistent with excessive stresses. The peaks around the full perimeter of the two threads before the fracture area are flattened indicating contact and significant pressure from another device. This is consistent with the reported description of the event whereby the keel of the tibial implant would have been impacted and jammed against the pin and then the pin unscrewed to remove it from its interference location. The remaining part is within its specifications and the component's manufacturing history does not indicate any deviations or other potential anomalies. Risk analysis and corrective action: it was determined that the chance of pin breakage causing any serious injury to a patient is very low. The pins were designed with potential breakage as a known failure mode similarly as in standard fixation pins as well as drills and screws. They were designed in accordance with regular fixation pin standards (astm-f366-82 standard specification for fixation pins, and wires and iso 5838-1 implants for surgery - skeletal pins and wires). Per these standards, the subjects pins are made of implantable stainless steel which minimizes implantation risks including biocompatibility reactions and infections responses. Also per the standards they have been tested to resist usage loads under expected conditions to ensure the the chance of breakages will be minimal. With respect to the likelihood of an occurence, this is the first occurrence of this type out of a total of pins that have been distributed. The likelihood of future occurrences should be very low given that surgical misplacements of this nature are generally unexpected. Therefore, considering the above level of risk and the current low incidence rate, corrective action will be limited to adding a warning in the user instructions. This will be re-assessed in the event of a recurrence.

Event description:
Towards the end of a navigated knee replacement surgery, one of the two temporary fixation pins used for the tracking reference on the tibia was placed too proximally on the tibia such that the keel of the tibial baseplate hit it while the baseplate was being impacted and cemented into place. The surgeon then removed the subject pin to finish seating the implant. Then, upon inspecting the pin, it was observed that about 1.25 inches of the end of the pin had broken off and was left imbedded in the tibial bone. The surgeon elected to not retrieve the broken tip from the patient's tibia and the surgery was completed without any further effects.